Event description:
It was reported that the doctor was having difficulty accessing the center port of the pump. The appropriate kit and needles were used. There was no depth issue. The doctor thought the pump was flipped; he was going to confirm with x-ray. The pump was flipped and was "flipped back" on (B) (6) 2010. The pt was seen in the office (B) (6) 2010 and a volume discrepancy was noted. The expected pump volume was 2.9 ml; the actual volume was 20 ml. The physician was going to confirm that no refill was done during the pump flip procedure and consider further device troubleshooting as needed. The patient's last refill was done on (B) (6) 2010. There was no therapy or medical problem. The device system was used to deliver lioresal (500 mcg/ml programmed dose = 45 mcg/day). Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).